Event description:
According to the reporter: the grasper jaw broke and a portion fell into the patient cavity, but was removed. There was no further report of complication.

Manufacturer narrative:
(B) (4). (B) (4).